Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, it was discovered that a detached easyguide lumen remained in the cannula and prevented the impella from starting. The detached component and pump were removed, and a new pump was placed for patient support. There was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The product was evaluated, and an intact red lumen was found inside the pump. Thus, the root cause of the pump being unable to start is the red lumen not being removed properly. This report is being filed as part of a retrospective review of historical records.